Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load multiple cartridges despite following instructions to inspect and clean cartridge area and confirm proper attachment. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support and customer support agent to verify correct loading technique, insulin temperature, and cartridge filling, and when error persisted, pump was scheduled for replacement; customer,